Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that after inserting a new battery, the device vibrated across the customer's table. The customer also stated that the device would not rewind. The customer's blood glucose level was 113 mg/dl. The customer's device will be replaced. No further details were provided.